Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms since starting the pump on (B)(6) 2015. The customer's blood glucose (bg) level was impacted 375 mg/dl with latest occlusion alarm. The customer took a manual injection to stabilize bg level. The customer stated that when first starting the pump apidra insulin was used. However, the customer is no longer using apidra. As the customer had changed out the infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.